Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device were selected to be used. During the procedure, 15,000 units of heparin were administrated to the patient, and the activated clotting time was 376 seconds. When the 5f pigtail catheter was removed, a thrombus was wrapped around the pigtail, and an additional 5,000 units of heparin were administrated. There were no patient complications. No further information was received.